Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. A maverick 2.5 x 15 mm balloon pre dilated the non-calcified, 80% stenosed lesion located in the slightly tortuous left anterior descending artery (lad)., the vessel diameter was reported to be 3.5 mm. A taxus express2 3.5 x 28 mm drug eluting stent was deployed at 16 atms, and the balloon completely deflated. The stent was not post dilated and appeared fully deployed. The physician experienced trouble removing the balloon from the stent, so he reinflated and deflated the balloon again. The balloon was still unable to be removed from the stent. The physician pulled very hard and the balloon was removed from the stent. The stent remained in good position.